Event description:
It was reported that the insulin pump had an absence of no delivery alarm and that the customer experienced high blood glucose levels. The blood glucose reading was unavailable. Upon troubleshooting, it was found that the insulin pump alarmed no delivery during the high pressure test. Advised the customer to change the infusion set and to prime until insulin exited the tubing. Advised the customer to repeat the high pressure test. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.